Event description:
It was reported that there was occasional p-wave undersensing believed to be due to quiet timer blanking. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5568-45 implantable pacing lead, (B)(6) 2005. (B)(4).